Manufacturer narrative:
(B)(4). Approximate age of device ¿ 46 days. The event occurred in australia. Additional information was requested but was not provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that an echocardiogram showed a filamentous, highly mobile echodensity on the aortic side of the aortic valve, suspected by the clinicians to be thrombus. The plan is to increase the inr aim to 2.5-3.5, and if needed, add clexane to the patient¿s anticoagulation regimen. The patient will continue to be monitored. Additional information was requested, but was not provided.

Manufacturer narrative:
The report of suspected thrombus could not be confirmed as the device remains in use supporting the patient. Device thrombosis is listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.